Event description:
The customer reported that during use, the surgeon found that when the device was plugged into the monopolar 1 receptacle of the generator, it activated automatically without any manipulation. No injury occurred.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.